Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated they don¿t remember when the shocking while increasing started but about 12-19. The turned off the machine but it did not resolved. The patient was still looking for a new physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that something was wrong with the patient¿s implant. On a second call, the patient reported that they had a knee replacement surgery in april or may and after the surgery they turned the implant back on and it was sending shocks to the knee and their vagina. The patient stated that when they turned it down it didn¿t work. The patient stated that before the surgery the only thing that would happen is if it was turned up too high they would feel the shocking in the vagina, but it would resolve through turning the stimulation down. The patient¿s therapy was not on, they noted they had shut it off until they found a new doctor to work with the device. The patient was advised to follow up with their healthcare provider. No further complications were reported.